Event description:
It was reported that the pc unit had stopped in middle of an infusion and showed a black screen. The unit was brought into the shop and inspected and found that the battery needed to be replaced. There was patient involvement but no harm.

Event description:
It was reported that the pc unit had stopped in middle of an infusion and showed a black screen. The unit was brought into the shop and inspected and found that the battery needed to be replaced. There was patient involvement but no harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.